Manufacturer narrative:
.

Event description:
It was reported that the sterile packaging for the device was found to be damaged during surgery. The tip of the stem perforated the inner sterile barrier. Due to unavailability of a backup device, the surgery time was extended greater than 30 minutes while a new device was being delivered.